Event description:
Information received by medtronic indicated that the patient's left atrial appendage was torn requiring surgical repair. The left sided pulmonary veins were isolated with two ablations per vein; 60 seconds into ablation of the rspv, the patient had a drop in blood pressure and the ablation was aborted. Echocardiography revealed fluid in the pericardial space. A pericardiocentesis was performed and over 1l of blood was removed from the space. The blood pressure returned to normal and the patient was taken to the cardiac intensive care unit. Later that evening the surgical team made a decision to operate on the patient. A small hole was found in the left atrial appendage and repaired. The patient is stable and recovering. As per physician, the complication is believed to have occurred during sheath exchange and not during cryoablation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.